Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During use of the mynxgrip vascular closure device (vcd), it was reported that the balloon loss pressure. There was no patient injury. The device was removed and manual compression was successfully performed for less than thirty minutes. At prep, the black marker on the inflation indicator was fully exposed. The stopcock did not open when balloon was at arteriotomy. There was no resistance while inserting the device. There was no unusual force applied while shuttling down/retracting. The mynxgrip device has been prepared and introduced as prescribed using an ante-grade approach. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introduce. Vessel diameter was verified to be greater than or equal to 5 mm in diameter. The physician, who was trained to the device, wanted to pull back the balloon to the first resistance/ distal end of the sheath, the balloon suddenly lost pressure. It was noted outside the patient, that the balloon was no longer tight. There was no visible damage to the distal end of the sheath after removal. No other information was provided.

Manufacturer narrative:
During use of the 5f mynxgrip vascular closure device (vcd), it was reported that the balloon loss pressure. There was no patient injury. The device was removed and manual compression was successfully performed for less than thirty minutes. At prep, the black marker on the inflation indicator was fully exposed. The stopcock was not opened when balloon was at arteriotomy. There was no resistance while inserting the device. There was no unusual force applied while shuttling down/retracting. The mynxgrip device has been prepared and introduced as prescribed using an ante-grade approach. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introduce. Vessel diameter was verified to be greater than or equal to 5 mm in diameter. The physician, who was trained to the device, wanted to pull back the balloon to the first resistance/ distal end of the sheath, the balloon suddenly lost pressure. It was noted outside the patient, that the balloon was no longer tight. There was no visible damage to the distal end of the sheath after removal. No other information was provided. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle with stopcock close. The sealant and advancer tube remained in their manufactured positions as received. The syringe and procedural sheath were not returned with the device. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 2 mm from the balloon proximal neck. The procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. A device history record (DHR) review of lot f1819002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the tear reported could not be conclusively determined during analysis. Based on the limited information available for review, access site vessel characteristics (although not provided) or sheath tip condition factors (although not returned and reported to not be noted as damaged) may have contributed to the reported event since a calcified vessel and/or a frayed sheath tip (damages that may not be visible to the naked eye) may cause damage to the balloon. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), potentially contributing to a tear in the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.